Event description:
It was reported there were high thresholds present on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: addrl1 implantable pulse generator (ipg) implanted: 2012-(B)(6); 200sh14 bovine tissue valve implanted 2012-(B)(6); 4968 implantable pacing lead implanted 2012-(B)(6). (B)(4).